Manufacturer narrative:
The referenced (B)(6) 2018 hospital admission for the driveline infection is reported on medwatch MFR report#2916596-2018-02426, the (B)(6) 2018 admission was reported on medwatch MFR report #2916596-2018-02427, and the (B)(6) 2018 admission was reported on medwatch MFR report #2916596-2018-02428. Approximate age of device- 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted to the hospital in (B)(6) with a recurrent chronic pseudomonas driveline and pump pocket infection, not multi-drug resistant. On (B)(6) 2018, the patient was taken to the operating room (or) for an incision and drainage (I&d) procedure. The patient remained hospitalized on intravenous (IV) antibiotics. On (B)(6) 2018, the patient underwent a pump exchange due to the chronic infection. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the evaluation findings of the returned device and the reported driveline and pump pocket infection could not be conclusively determined. The pump was returned with the driveline severed approximately 8 inches from the pump housing and the severed portion was returned separately. The evaluation of the pump did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.